Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient's ipg became inoperable surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
A patient¿s ipg reached end of service was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.